Event description:
It was reported that the patient monitor presented with the following: "patient's sector displays the visual but no audible alarms". The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that the patient monitor presented with the following: "patient's sector displays the visual but no audible alarms". The device was reported to be in use on a patient, but no adverse event to patient or user was reported.